Event description:
It was reported stroke and thrombosis occurred. A left atrial appendage (laa) closure procedure was performed on (B)(6) 2024, and a 35mm watchman flx pro closure device was implanted. The patient was placed on pradaxa. 6 months post index procedure on (B)(6) 2025, the patient's medication was switched to clopidogrel. On (B)(6) 2025, the patient suffered a stroke and was hospitalized. A contrast computed tomography (CT) scan was performed and confirmed a device related thrombus (drt) was present below the ridge in the laa, and the medication was switched to lixiana for a specified amount of time. A follow up transesophageal echocardiogram (tee) performed in response to the initial drt finding, reconfirmed the drt was still present so lixiana was restarted. The patient continues to be followed up with by the physicians.

Manufacturer narrative:
B5: information added. B6: information added. D4: lot # added. H6 patient code added: muscle weakness/atrophy.

Event description:
It was reported stroke and thrombosis occurred. A left atrial appendage (laa) closure procedure was performed on (B)(6) 2024, and a 35mm watchman flx pro closure device was implanted. The patient was placed on pradaxa. 6 months post index procedure on (B)(6) 2025, the patient's medication was switched to clopidogrel. On (B)(6) 2025, the patient suffered a stroke and was hospitalized. A contrast computed tomography (CT) scan was performed and confirmed a device related thrombus (drt) was present below the ridge in the laa, and the medication was switched to lixiana for a specified amount of time. A follow up transesophageal echocardiogram (tee) performed in response to the initial drt finding, reconfirmed the drt was still present so lixiana was restarted. The patient continues to be followed up with by the physicians. It was further corrected the patient was not hospitalized for the stroke. It was further reported the national institute of health stroke scale (nihss) score: 0, yet patient had transient right upper limb hemiplegia, acalculia. No treatment or intervention for the stroke was performed. It was further noted the patient had noticeable spontaneous echo contrast (sec). The drt was immobile, biased towards the limbus, and pedunculated in morphology.